Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device caused a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.